Event description:
It was reported that the handpiece continued to run on its own during preparation for a surgical procedure. There has been no reported pt or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details, the bearings were worn and the trigger connector pins were worn. The bearings and trigger connector were replaced.